Manufacturer narrative:
Brand name: collamer ultraviolet-absorbing posterior chamber three piece foldable intraocular lens. Lens was returned in vial, in liquid. Visual inspection found optic and haptic torn. No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that on (B)(6) 2019 a cq2015a, +18.5 diopter, intraocular lens tore during injection into the eye. There was patient contact (lens touched the eye) with no patient injury. The lens was removed on (B)(6) 2019. A replacement lens was implanted. Patient is doing well and happy. It was reported loading procedures reviewed with scrub/tech. The cause of the event is re4ported as "loading iol/inserter.